Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14572, 1627487-2021-14573, 1627487-2021-14574. It was reported the patient erosion occurring on the right lead and an infection at the ipg site. In turn, the patient underwent surgical intervention wherein the entire system was explanted, and the patient was placed on IV antibiotics to address the issue.